Event description:
It was reported to philips that there was aperture control problem which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.